Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) miss-fired. The seal would not release and unfold to be used on the pt. A new device was opened to complete the case. No adverse effects. No pt harm.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 07/13/2021. An investigation was conducted on 08/10/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the seal and tension spring assembly. The tension spring assembly was observed inside the delivery device with seal was observed to be in a fully opened state. No cracks or delamination was observed on the seal. The white plunger fully depressed and the blue slide lock disengaged. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. No measurements were taken of the delivery device due the presence of blood which indicates that there was an attempt to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) miss-fired no adverse effects. No pt harm.